Manufacturer narrative:
This report is being filed on an international product, alinity I hbsag qualitative ii, list 8p10-32, that has a similar product distributed in the us, list number 8p10-21/-31. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. This incident was also reported for the alinity I hbsag qualitative confirmatory assay, refer to 3008344661-2021-00194. B3 date of event was changed from (B)(6) 2021 which was the date the false positive results were generated. H10 similar product statement was corrected. The statement in the initial report incorrectly documented the architect product instead of the alinity product. These corrections only correct entry errors and do not impact the overall intent of the document.

Manufacturer narrative:
This report is being filed on an international product, architect hbsag qualitative ii, list 2g22, that has a similar product distributed in the us, hbsag, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = (B)(6). Section a patient information: no further information was provided.

Event description:
The customer observe (B)(6) alinity I hbsag results for multiple patients. The following results were provided: sid (B)(6): (B)(6) 2021 original 1, 3.31, 3.30 s/co; unknown date (B)(6); (B)(6) 2021 repeat (B)(6). Sid (B)(6): (B)(6) 2021 original 1.1, 2.82 and 2.74 s/co; unknown date (B)(6); (B)(6) 2021 repeat (B)(6) s/co. Sid (B)(6) : (B)(6) 2021 original 2.5 s/co, retests reactive not provided s/co; unknown date (B)(6); 2021 repeat 0.61 s/co. The customer confirmed the results with roche cobas which matched the (B)(6) 2021 (B)(6) results. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, complaint activity, trending reports, device history records, labeling and field data. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. Trending reports for the alinity I hbsag qualitative ii assay were reviewed and did not identify any trends related to the complaint issue. A review of device history records did not identify any non-conformances or deviations associated with the customer¿s issue. Labeling was reviewed and sufficiently addresses the complaint issue. Using worldwide field data the historical performance of reagent lots in the field were evaluated. The patient median result for the complaint lot is comparable with all other lots in the field and within established baseline, indicating acceptable performance for the complaint lot. Based on this investigation, no systemic issue or deficiency was identified for the alinity I hbsag qualitative ii reagent lot. Additional information section a1: the customer provided secondary sample ids for each sample. Sid 71 = (B)(6) sid 73 = (B)(6) sid 77 = (B)(6).